Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the sudden loss of therapeutic effect for implantable neurostimulator (ins). Patient was up last night (B)(6) 2016 every hour on the hour going to the bathroom. Patient was not feeling stimulation too as therapy was not on too. Patient increased the stimulation and they were feeling the stimulation and it resolved the issue. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.